Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that a patient with diabetes experienced cylinder erosion with an inflatable penile prosthesis (ipp) leading to the device being removed. During explant, the physician noted the cylinders eroded into the urethra. However, the physician did not believe the ipp caused or contributed to the erosion. There were no device issues with the explanted device. Once the patient healed, a new ipp was reimplanted. Following the intervention, the patient fully recovered.